Event description:
Patient revised to address polyethylene wear of insert.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to search the complaint database by mfg lot was not provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear without the device to examine; however, polyethylene wear after approximately 19-years should not be unexpected. Base of the investigation findings, the need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.